Event description:
Pt was discovered at 0915 hrs by wife and rn, both whom had briefly left pt alone in his room. Pt was unresponsive, moaning with rigid and tense body movement and in respiratory distress. Pt was transfeerred to ICU, narcan given IV, narcan drip started and neuro consult was obtained. Blood collected at 1120 hrs demonstrated a morphine level of 2000 ng/ml. Pain mgmt md and pharm d checked cadd pca pump, found settings correct and locked at level 2. Display showed 39 ml remaining of 50 ml of 5 mg/ml which the cassette contained when placed on pt for pain control on 9/30/93 at 1400 hrs. They were able to withdraw only 2.5 ml from the cassette reservoir. The pump and reservoir were impounded by the nursing supv and transferred to the custody of the dir of safety on 10/4/93 at 0830 hrs.